Event description:
It was reported that the pt was implanted a fitmore hip stem b ext offs, size 3 on (B)(6) 2009. One month after implant surgery the pt developed wound dehiscence with subcutaneous infection. Treatment involved wound revision, debridement, drainage, debridement, lavage, drainage and secondary sutural. To date, the pt has not been revised. The pt is part of the (B)(4), however, all events had occurred before study start and were recorded retrospectively.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).